Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three knives did not cut during separate surgeries. Alternate knives were obtained in order to perform the procedures. There was no harm to any patient. Additional information has been requested. Additional information received further clarified that the knives exhibited difficulty in penetrating the eye during a cataract surgery.